Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Review of data from the past year revealed the shock impedance measurements had been gradually increasing from the low 100 ohm range to the most recent measurement of 159 ohms. Boston scientific technical services (ts) discussed the gradual increase in measurements could indicate a physiologic reason for the change in measurements. Troubleshooting and reprogramming options were discussed. No adverse patient effects were reported.